Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing causing a polarity switch and high undefined lead impedance warning. Lead fracture is suspected. The ra lead was reprogrammed and atrial lead alerts were turned off as patient is asymptomatic. The ra lead remains in use. No patient complications have been reported as a result of this event.